Event description:
A customer reported a complaint of imprecise sequential readings on their xceed blood glucose meter, readings of 1.7 and 14.6mmol/l were obtained within a ten minute timeframe. When plotting each of the readings against the average on a parkes error grid the results fall in the 'b' and 'c' zones. The 'c' zone result shows the difference to be clinically significant.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed all results were within range specification, the s.d. Was within specification and no errors/tdn were observe during control solution testing.